Manufacturer narrative:
The customer¿s report of an over-infusion of fentanyl was not confirmed. Analysis of the pcu event log shows syringe module s/n (B)(4) was programmed to infuse a custom concentration infusion of fentanyl (drugid 194) at a rate of 15ml/hr at 12:36 pm on (B)(6) 2018. Prior to starting the infusion, the user programmed a rapid bolus dose of 10mcg. The user started the bolus (rate = 650ml/hr, vtbi = 6ml). At 12:46 pm, the bolus completed and the device transitioned to the primary infusion at 15ml/hr. At 12:47 pm, the infusion was paused and then channeled off. The system was then shutdown and powered off. The volume recorded as being infused during this period was 6.2684ml. The root cause of the customer¿s report of an over-infusion of fentanyl was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that the rn administered a bolus dose of fentanyl pca that exceeded the ordered dosage. The patient required three doses of narcan and shortly after the third dose of narcan the patient became difficult to arouse and required to be intubated. The customers internal investigation identified that the wrong concentration was entered into the alaris pump. There was no report of lasting patient harm.

Event description:
The customer reported that the rn administered a bolus dose of fentanyl pca that exceeded the ordered dosage. The patient required three doses of narcan and shortly after the third dose of narcan the patient became difficult to arouse and required to be intubated. The customers internal investigation identified that the wrong concentration was entered into the alaris pump. There was no report of lasting patient harm.